Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The patient presented to the emergency room (ER) with palpitations, and it was noted that the patient was in atrial fibrillation (af). This crt-p remains in service, however device replacement and product return were recommended. No additional adverse patient effects were reported, and the patient is not pacer dependent. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) was returned for analysis, indicating that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The patient presented to the emergency room (ER) with palpitations, and it was noted that the patient was in atrial fibrillation (af). This crt-p remains in service; however, device replacement and product return were recommended. No additional adverse patient effects were reported, and the patient is not pacer dependent. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) was returned for analysis, indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, determined it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The patient presented to the emergency room (ER) with palpitations, and it was noted that the patient was in atrial fibrillation (af). This crt-p remains in service, however device replacement and product return were recommended. No additional adverse patient effects were reported, and the patient is not pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.